Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call, the customer has been having issues with the infusion sets and she has changed them out four times. Customer's blood glucose was 461 mg/dl in the morning and was able to treat with the insulin pump, her current blood glucose went down to 258 mg/dl. Customer's noted she has been having issues with bent cannulas and leaks at the site. Troubleshooting was performed for the infusion set. The customer's mother is not returning the insulin pump for analysis.